Event description:
Low oxygen was measured at 2122. The ventilator was verified that it was plugged into the oxygen outlet. It was on a patient so a event report was placed. The patient was placed on another ventilator with no harm to the patient. The ventilator is in the respiratory therapy supply room with a red tag on it. The circuit and suction ballard was kept as well. Biomed repair.